Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, overfilling the cartridge and not removing air from the cartridge, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 600-650 mg/dl with moderate ketones that were considered life threatening by a health care provider. The customer was treated intravenously with fluids of saline and insulin. A systems check with tandem technical support verified the pump was functioning as intended. The customer was released with no permanent damage and issue resolved.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.